Manufacturer narrative:
Investigational summary: review of customer data shows true amplification of sars-cov-2 target in three samples over three runs. These samples have also shown either invalid or negative results in other run data provided by the customer. There are some samples with repeated invalid results . All samples with invalid results show late prc amplification curves. Retain testing shows that product performed as expected. Unable to duplicate customer complaint.

Event description:
False positive: customer reporting positive solana sars that resulted as negative when tested by (B)(6).